Manufacturer narrative:
(B)(4). The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this patient with this right ventricular (rv) lead presented to the emergency room with fatigue, low blood pressure and rv loss of capture. A revision procedure was performed in which the rv lead was repositioned. No additional adverse patient effects were reported.